Event description:
Initial diagnosis: lumbar spinal canal stenosis type of approach: plif levels implanted: l3-s1 it was reported that on (B)(6) 2015, the patient underwent plif at l3 to s1 using cages with fixation to ilium . Intra-op, at the time of impacting cage into l5/s1 with a hammer, the cage side wall (the portion anterior to the hole on the side wall) got completely damaged. An alternative cage is used. As a result of the incident, the surgical time was extended less than 15 minutes. The device was not used in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis observation: there is a section of the spacer¿s outer edge that has broken off. The section is ¿5.5mm long and the width of the spacer. The fracture has occurred ¿ 10mm from the back flat. There does not appear to be any visible damage to the threads. There is a lip that is noticeable on the fracture face when viewed non-microscopically. When viewed microscopically there lip is more pronounced. There are no obvious defects in showing in the material. Conclusion: the fracture appears to be the result of bend stress overload.

Manufacturer narrative:
(B)(4): device is returned to manufacturer but evaluation is in progress.